Event description:
A nurse reported a patient experienced blurry vision and intolerance of the lens following an intraocular lens (iol) implant procedure. The lens was explanted approximately four months following the initial procedure. The iol was replaced with a monofocal lens.

Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone, email and fax. A completed questionnaire was not received. (B)(4).